Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was driving when his cgm showed a reading of 400 mg/dl. He began looking for something to eat. The patient thought maybe that would help bring his sugar down. He mentioned he was not in his right mind. He was traveling on side streets at a slow speed and was not on the freeway. He eventually turned onto a dead-end road, where he struck a garage door. He then backed up and hit a tree, at which point he lost consciousness. When ems arrived, a fingerstick blood glucose test showed his level was 31 mg/dl. He was unsure of his cgm reading at that time. Ems administered IV fluids and transported him to the hospital. At the emergency department, he received dextrose and additional IV fluids. He remained in the ER for approximately 9 hours. Upon discharge, he reported feeling a little bit better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.